Manufacturer narrative:
The part number in this report is for a five (5) pack of screws, however the customer reported a quantity of two (2) screws from this lot. A photograph was provided which confirms the plate is broken, however, no damage to the screws was identified in the photograph. The photograph shows a total of nine screws, however part and lot numbers were reported for a quantity of 8 screws. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report two of seven for the same event, reference 1032347-2016-00506 through 1032347-2016-0510 and 1032347-2016-0512 and 1032347-2016-00513.

Event description:
It is reported the plate and screws were used in a mandibular reconstruction on (B)(6) 2016. In beginning of july it was identified the plate broke. A revision surgery was performed on (B)(6) 2016, the broken plate and the screws were removed and a new plate and screws were implanted. The operation was completed with no issues. The cause of the breakage is unknown.

Manufacturer narrative:
The customer reported after receiving the products, they identified the item numbers as well as the quantity were different from the ones on the system data; therefore they were unable to confirm the lot numbers reported were correct. Common device name updated from 2.4mmx8mm ht x-drive locking recon screw 5pk to 2.4mmx18mm ht x-drive locking recon screw 5pk. Catalog number updated from 85-2508 to 25-2518. Lot number updated from 325580 to unknown. (B)(4). Updated to 11/23/16 to reflect the date the additional information was received. Device manufacture date was reported as jan 26, 2007 is unknown. Supplemental report one of six for the same event, reference 1032347-2016-00508-1 through 1032347-2016-0510-1 and 1032347-2016-0512-1 and 1032347-2016-00513-1. The customer reported the part information reported in 1032347-2016-00506 is correct, there is no change to this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of six for the same event. Reports one, three through five, and six are reported on MFR #1032347-2016-00506, 1032347-2016-00508 through 1032347-2016-0510, and 1032347-2016-00513.

Manufacturer narrative:
The returned screws were visually evaluated and show signs of normal use indicated by marks in the slots and deformation of the locking threads. There are no signs that the screws malfunctioned in any way. The returned plate was visually evaluated. It has been bent and cut to the patient¿s anatomy. The plate is fractured in between the second and third hole from the angle. This is likely the section that was placed over the fracture line in the patient¿s mandible and would see the highest stress. The plate was dimensionally measured for features that contribute to the strength of the part related to the fracture location and was found to be within specification. There was a revision to remove the plate and screws due to plate fracture; therefore the complaint is considered confirmed. The distributor stated there was no fall or trauma reported. It was reported that the fracture occurred four months after implantation. The bone should have healed a substantial amount by this time. If healing had not occurred (non-union), this could have caused the plate to fracture. The most likely underlying cause of the fractured plate was determined to be patient condition (non-union of the bone). There are no indications of manufacturing defects. This is report two of six for the same event. Reports one, three through five, and six are reported on MFR #1032347-2016-00506-3, 1032347-2016-00508-3 through 1032347-2016-0510-3, and 1032347-2016-00513-3.